Event description:
It was reported by the customer's mother that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was reported at 130 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.